Manufacturer narrative:
D4 - lot #: unknown this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a 'one step suprapubic introducer' was placed suprapubically into the patients bladder on an unknown date. During a separate, unrelated, procedure, a suspected 'small part of the peel-back sheath component' of the device was found to have been retained in the patients bladder. The device fragment was retrieved via a cystoscopy and was removed with graspers. The only other device believed to have been used during the initial procedure was a drainage catheter. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.